Manufacturer narrative:
(B)(4). Batch # unk. Date of event: unknown, assumed 1st day of month that complaint was reported additional information was requested, and the following was received: can you please confirm the product code?: psee60a. Was the surgical procedure done laparoscopically or open? Laparoscopically. What color cart used to create the gastrojejunostomy, the jejunojejunostomy, and the pouch? Gastrojejunostomy (blue), the jejunojejunostomy (white), and the pouch (blue). Why does the surgeon believe the post op bleeding was caused or contributed to by the ethicon device? All other factors were excluded. Is the surgeon interested in speaking with ethicon medical and engineering to discuss the event? Please provide 2-3 thirty-minute windows of time (eastern us time) that the surgeon would be available for a call. The ethicon team will pick the time that the most members can participate and schedule. Maybe! An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that there was a post-op bleed after a gastric bypass procedure. The bleeding was intraluminal. There were patient consequences as the patient need to stay in the hospital longer, required a blood transfusion, and received tranexamic acid.